Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer had difficulty hearing the alarm and pressing the keypad. It was reported that they had to press the button multiple times for the button to respond. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.